Manufacturer narrative:
Zimvie received one (1) unknown impression coping for evaluation. Visual evaluation of the as returned product identified the bundle mount fractured at the hex region. Signs of use, wear. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown impression coping is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems - 4894 rev. 6 - 08/19; breakage; page 4. Information identified: "warnings" & "contraindications" based on the investigation and risk management file review as per rmf rm-002p3 rev.10, the most likely root cause determined from the investigation is excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture) was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported impression coping broke in implant, had to remove with implant removal kit, tooth 11.